Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient experinced a fracture of the vestibular wall. The patient also experienced peri-implantitis. Tooth location 21.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 15mm (xifnt415) was returned for investigation. Visual evaluation of the as returned product identified signs of wear due to usage and debris about the implant threads and drive feature. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the xifnt415 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection, bone loss & bone fracture) or product (xifnt415). Therefore, based on the available information, device malfunction has not occurred but the reported bone loss event was confirmed through review of the returned x-ray. However, the reported infection and other medical event (bone fracture) could not be verified with the information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.